Event description:
It was reported that the liquid contained in cassettes leaks out. No patient injury was reported.

Manufacturer narrative:
Functional testing: the sample was filled whit 100 ml of colored water using a syringe following the IFU as10009799-002 IFU, cassette, 21-7302-24 to detect any leakage. Results: no leakages were detected in the thirteen (13) samples tested. Complaint is not confirmed. No root cause could be determined due complaint was not confirmed. No actions taken due complaint was not confirmed.